Manufacturer narrative:
The esu and bipolar resection adapter were thoroughly inspected/tested. The esu was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, the bipolar resection adapter was found to be working properly. Finally, no anomalies were found in the device history record (DHR) of the involved esu. In conclusion, no equipment problem was found that would have caused or contributed to the event. There were many factors involved in the reported incident. However, the perforation was most likely caused by the nerve stimulation due to neuromuscular stimulation (nms). Nms can be caused by low-frequency currents (note: this phenomenon is well known in electrosurgery and is covered in erbe user manuals). No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/ generator) during a transurethral resection to remove a bladder tumor. The esu was used with an erbe bipolar resection adapter (part number 20283-100, serial number (B)(4). During the procedure, there was a strong reflex of the obturatorius nerve and, as a result, a small perforation of the bladder occurred. Therefore, the urinary catheter had to remain in the patient one day longer. No further treatment was necessary. The esu was distributed to a hospital in (B)(6).